Event description:
It was reported that a high impedance warning was received following the replacement of a vns pt's generator during his revision surgery. The pt's implanting surgeon indicated that pre-op diagnostics could not be performed due to the end of service condition of the pt's previous generator. The surgeon opted to move forward with lead revision surgery and elected to not return the explanted lead for analysis. Good faith attempts for additional info have been unsuccessful to date.